Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd pegasus¿ safety closed IV catheter system the device was difficult to remove. The nurse stated that when the needle was withdrawn, the catheter came out as well, resulting in complaints from the patient. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: the sample was returned activated. System drag force test could not be conducted as the sample was not in its original state. No abnormality was found in the catheter tubing. DHR was reviewed and no abnormality or qn was reported. Investigation conclusion: the actual sample was activated. Suzhou plant could not conduct further investigation for the failure mode. Root cause could not be determined.